Manufacturer narrative:
The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 5/20/2013 with the following finding: the test strip were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 message was observed while testing with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.